Event description:
Per the clinic, it was reported that the patient underwent revision surgery for an unspecified reason (date not reported). Additional information has been requested; however, not made available as of the date of this report.

Manufacturer narrative:
Per the surgeon, the patient underwent revision surgery (date not reported), in order to convert the patient to a transcutaneous baha implant system. During the procedure, the abutment was removed, and a magnet placed on the internal fixture. The patient has now resumed device use. This report is submitted december 19, 2019.